Event description:
It was reported that during a recanalization procedure, the catheter allegedly broke and frayed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 04/2023.

Event description:
It was reported that during a recanalization procedure, the plastic covering of the device allegedly separated and frayed. It was further reported that the device allegedly had kink. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one crosser iq ultrasonic cto device was returned for evaluation. During visual evaluation, the glue on the strain relief was noted to be deformed. A tear was noted on the catheter below the marker band. The distal tip was noted to be separated from the catheter. There were no fibers noted on the returned crosser iq. Therefore, the investigation is confirmed for the reported material separation issue as the catheter was noted to be separated. The investigation is also confirmed for the material deformation issue as the strain relief was noted to be deformed. The investigation is also confirmed for the material torn issue as the catheter was noted to be torn. However, the investigation is unconfirmed for the material frayed issue. A definitive root cause for the reported material separation, material deformation and material fray and identified material torn issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2023), g3, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.